Event description:
It was reported that the device was used during a laparoscopic nissen procedure. The device was hooked up and everything was fine, but when starting to be used, neither one of the buttons would work. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.